Manufacturer narrative:
(B)(4). It was reported that following the patient's discharge from the hospital, they were transferred to hospice care. On an unreported date, the patient stopped pd therapy. On (B)(6) 2013, the patient had died. It was not reported if an autopsy was performed. At the time of death it was unknown if the patient had recovered from the peritonitis. The patient was recovering from the cough. A batch review was conducted and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with the therapy was not reported. While in the hospital for a cough, the patient developed peritonitis. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was later discharged from the hospital. At the time of this report, the patient was recovering from the cough. It was unknown if the patient had recovered from the peritonitis. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is the same patient as (B)(4). Should relevant additional information become available, a follow-up report will be submitted.